Event description:
It was reported that during a left tfn procedure, the helical blade coupling screw broke during helical blade insertion. Nothing broke into the patient, and the broken fragment was retrieved by the surgeon. The surgeon completed the procedure with no further problems.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed to determine whether there were any issues which could cause or contribute to this complaint. The examination showed that there were no issues that would effect this complaint. Product evaluation results revealed the helical blade coupling screw was received in two pieces and was broken where the knob and shaft intersect. The shaft connection is still welded into the knob. The fracture surface is homogenous which indicates material uniformity. There are numerous deep dents on the top and edges of the knob. The threads on the end are still intact and a helical blade was successfully attached to the coupling screw. The helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. A review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, could result in loading conditions that may lead to breakage. The returned device was manufactured in january 2007 and is over 4 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use and therefore the complaint is invalid with respect to design. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)